Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the continuous glucose monitoring system was not working properly on (B)(6) 2016. Additional event information was not provided. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).